Manufacturer narrative:
On 5/17/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, two devices were returned. The devices returned without fluid. White material was observed within the devices. No foreign material was observed on the shells surface. Upon initial inspection, the devices appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 175cc saline catalog #3502175 lot #6426826 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a ear old caucasian female patient underwent breast augmentation with mentor smooth round moderate plus profile 175cc saline breast prostheses. MRI diagnosed that the left breast prosthesis had deflated. As a result, the patient underwent bilateral removal on (B)(6) 2018.